Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm for a downstream occlusion during therapy (medication, dose, programmed amount and delivery rate unknown). The nurse had clamped the downstream line and the pump never alarmed for downstream occlusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to be within specification during occlusion testing and the customer reported issue could not be reproduced. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.